Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer functioning due to a fluid loss, it was reported a hole in the reservoir. The ipp was explanted and replaced. There were no patient complications reported.